Event description:
Initial (01-apr-2026): this reportable incident involving compound w nitrofreeze was received via email. The consumer reported that he was attempting to activate the compound w nitrofreeze and after performing the necessary steps the device did not function. The consumer repeated the activation steps and the product released in his hand causing stinging and shattering of the products cap. He stated the stinging went away immediately. This case outcome is recovered/resolved. Meddra version 29.0. Device expulsion: unexpected. Pain: expected. According to the company reference safety information.